Manufacturer narrative:
This report is submitted on oct 22, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Subsequently, the patient was placed under general anesthesia on (B)(6) 2021, in order to explant the device. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.